Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and was found to be normal the original battery was sent the vendor for further evaluation and an internal battery anomaly was found that caused the reported premature battery depletion.

Event description:
It was reported that the device was explanted due to premature battery depletion.